Manufacturer narrative:
(B)(4). The device was manufactured january 15, 2015 ¿ january 16, 2015. The device was received for evaluation. Visual inspection noted particulate matter inside the device. The cause of the particulate could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a particle inside of its balloon. This was identified after the device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.